Event description:
A patient in an ICU isolation room was undergoing continuous renal replacement therapy (crrt) which included a prismaflex hf 1000 filter set connected to the right internal jugular vascular access catheter. The filter set became disconnected from the vascular access catheter and the patient had a blood loss. The patient became symptomatic and was transfused with a unit of packed red blood cells and placed on bipap. The patient stabilized following this event. Reportedly, the nurse did not hear the machine alarming as she was in another patient's room with the door closed. The prisamflex machine was inspected and determined to be operating within manufacturer's specification. The filter set was discarded and not available for inspection.